Manufacturer narrative:
Other, other text: the product involved in this event has not been returned to allow for an analysis to be performed.  It was indicated by the customer that the device will not be returned to masimo for evaluation.  If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported: "during one of these procedures on the resuscitation table, the medical staff was not able to get a reading for more than 4 minutes, although the monitor was in fastsat and max sensitivity mode. When they finally got a reading, the spo2 was very low; 50% spo2. Clinicians considered this as abnormal and not conform what they thought it should be. When the baby was brought to the neonatology department, they switch to a bedside monitor, also a philips mms x3 with masimo rainbow set board, the spo2 reading on the new monitor was directly 100% spo2. This meant that they had been giving too much oxygen for more than 30 minutes, based on the earlier low spo2 reading. No lab test was done for reference as clinicians considered the high spo2 reading correct." No known impact or consequence to patient were reported.